Manufacturer narrative:
PMA/510k: the device is ife (import for export), therefore 510k number is not applicable.

Event description:
Pentax medical was made aware of a report for an event which occurred in china involving pentax video naso pharyngo laryngostroboscope model vnl-1190stk/serial (B)(4). The report stated that during the procedure, when connecting the processor, there was no image. The patient experienced a laryngospasm. No other information was provided at the time of the report. The hospital reported the event to the china food and drug administration (cfda). The device was sent to the distributor for evaluation. The distributor communicated to pentax that the event did not cause harm to the patient. Pentax medical is currently investigating this report.